Manufacturer narrative:
As reported, during repair of an abdominal wall incisional hernia procedure, the optifix fasteners failed to fixate the mesh. The subject device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted to document the sample evaluation results. The evaluation of the sample finds for bent guide wire. The reported failure to fixate is a known result of bent guide wire. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.". Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during repair of an abdominal wall incisional hernia procedure, the optifix fasteners failed to fixate the mesh, and slipped into the abdominal cavity. The loose fasteners were retrieved from the patient's body. Reportedly, five to six attempts were made but none got fixated. It was also reported that initially another product was used for fixation and for additional fixation the alleged device was used. There was no patient harm or injury.

Event description:
As reported, during repair of an abdominal wall incisional hernia procedure, the optifix fasteners failed to fixate the mesh, and slipped into the abdominal cavity. The loose fasteners were retrieved from the patient's body. Reportedly, five to six attempts were made but none got fixated. It was also reported that initially another product was used for fixation and for additional fixation the alleged device was used. There was no patient harm or injury.

Manufacturer narrative:
As reported, during repair of an abdominal wall incisional hernia procedure, the optifix fasteners failed to fixate the mesh. The subject device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.